Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm noted. No delivery alarm functioned properly. Unit had minor scratched lcd window and cracked reservoir tube lip.(B)(4).

Event description:
Customer reported having high blood glucose. The customer also stated he had refilled his insulin pump and changed out everything, but he did not observe anything being pumped out. The customer's blood glucose was 600 mg/dl. The customer had treated their blood glucose with manual injections. Troubleshooting for high blood glucose found the customer had cramps. The customer's drive support cap also appeared to be normal. Insulin was also able to exit from the tubing and no leaks were found on the insulin pump. The customer also stated his insulin pump failed the high pressure test twice. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.